Event description:
The hospital reported that the patient got disconnected and alarms were not generated. The ventilator was connected back to the patient and the patient stabilized. The patient died 3 days later. The relationship between the disconnection and death has not yet been established. The patient died 3 days after the disconnection. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The investigation has been completed. No parts were replaced therefor the investigation consists of findings of our field service engineer (fse) who examined the ventilator, evaluation of the ventilator¿s logs and the information from the facility. The fse found the ventilator functioning normally and no parts were replaced. The evaluation of the ventilator¿s logs confirm the occurrence of the reported disconnection which at most lasted 14 minutes but the logs also show that the ventilator detected the situation and generated appropriate alarms contrary to what was reported. The disconnection occurred after 8 days of ventilation and after the reconnection, ventilation continued for a further 3 days. According to the hospital the disconnection was resolved immediately and the patient stabilized. The conclusion in the matter is that the disconnection occurred and the ventilator detected the disconnection and alarmed accordingly for the situation. There was no ventilator malfunction but a disconnection which is a mechanical detachment not caused by the ventilator. The ventilator detected it and alarmed accordingly for the situation. What caused the disconnection is unknown but hospital staff detected the disconnection and connected the ventilator back again to the patient whereby the patient stabilized. The initial information was that the ventilator did not cause or contribute to the final patient outcome but this has not been confirmed.